Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 2/11/16 medical records received. Medical records reviewed for MDR reportability. The revision surgical report noted elevated metal ions, fluid filled bursa, metallosis and corrosion. The complaint was updated on: feb 29, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint - litigation papers allege the patient suffered discomfort and limited range of motion. Update 6/6/2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 11/2/2015 - patient was revised due to pain and elevated cocr levels. Ultrasound showed fluid filled areas in soft tissue.